Manufacturer narrative:
The customer did not provide any additional information for the investigation. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for total psa on a cobas e 402 analytical unit. The initial result from the e402 analyzer was 0.019 ug/l with an alarm. Due to the alarm, the sample was repeated with a result of 0.21 ug/l. The result of 0.21 ug/l was questioned by the patient, who went to a different laboratory where the total psa result from an unspecified method was 0.019 ug/l. On (B)(6) 2026, the customer repeated the original sample on the e402 analyzer with a result of 0.0201 ug/l or 0.0203 ug/l.

Manufacturer narrative:
The total psa reagent lot number and expiration date were not provided.